Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees, that the report constitutes an admission that the device, kenvue, or its employees, caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & amp; johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & amp; johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on (B)(6) 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. A4, a5, a6: patient weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4; this report is for one (1) band aid brand adhesive bandage skin flex with motion max extra large 7ct USA 381371183494 381371183494 USA, lot#: ni. D4: 510(k) exempt, device I complaint. UDI not required. D9: device is not expected to be returned for manufacturer review/investigation. H3.h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: e1720 - refers to the consumer alleged & quot, irritation & quot. E1720 - refers to the consumer alleged & quot, redness/inflammation & quot. E171602 - refers to the consumer alleged & quot, discoloration & quot. E2402 - refers to the consumer misused the product to cover surgical area. F11 ¿ refers to minor injury/illness/impairment. The consumer used the product to ¿cover nipples after a minor cosmetic procedure¿ (interpreted as misuse) and reported inflammation (subsumed redness) and irritation at the site of application following which he ¿began applying aquaphor¿. It was also reported that despite prompt discontinuation, ¿the affected skin developed dark, square-shaped hyperpigmented marks corresponding exactly to the areas of adhesive contact¿ following which consumer sought urgent medical evaluation and was diagnosed with ¿post-inflammatory hyperpigmentation¿ (coded to hyperpigmentation ¿ physical skin reaction ¿ discoloration due to coding limitation) and was prescribed ¿topical bleaching treatment¿. Based on available information, no ime, no hospitalization, no significant intervention reported and no other seriousness criteria met. Will reassess on receipt of any additional details about product usage and duration of use, events attributed to product use, treatment received, investigations done, event outcome, underlying medical history and concomitants if any. This is two of two medwatches being submitted as two devices were involved in this event. See medwatches 8041154-2025-00015 & amp. The same patient is represented in each medwatch. Consumer initially stated lot number as 0885b and that information was provided in initial submission (8041154-2025-00015) in addition with investigation results. The updated information from consumer provided lot number as 1265b. Supplemental submission (8041154-2025-00015) contains the corrected lot number and investigation results for 1265b. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an adverse event with band-aid skin-flex bandage. The consumer reported that on (B)(6) 2025, the product was used to cover his nipples after a minor cosmetic procedure. The consumer noticed increased redness, irritation, and inflammation at the site of application. The affected skin developed dark, square-shaped hyperpigmented marks despite the consumer discontinued the product use. The consumer sought medical evaluation from a dermatologist. The consumer was diagnosed with post-inflammatory hyperpigmentation and was prescribed with an unspecified topical bleaching agent in response to the reported adverse event. Additional information received via consumer&apos medical records, a 52-year-old consumer had a surgery on his chest 5 weeks ago and used band-aid skin flex bandage which caused the discoloration. The consumer reported that he was diagnosed with a post-inflammatory hyperpigmentation caused by adhesive contact, a subsequent diagnosis of irritant contact dermatitis, persistent hyperpigmentation, erythema, and irritation of the chest and areolar area. The consumer was examined by dermatologist on (B)(6) 2025 for a chief complaint of red skin discoloration moderate in severity located on the chest and left chest present for 5 weeks. Post-inflammatory hyperpigmentation distributed on the right lateral inferior chest and left areola were observed and a dermatologist recommended minimizing sun exposure, sunscreen and protective clothing and contact office if condition worsens or spread to other parts of the body. Also, the consumer was prescribed hydroquinone 4 % topical cream every night for 6 weeks followed by a 2-week break. On (B)(6) 2025, the consumer had a follow up with dermatologist for additional chief complaint of growth, erythematous patch with hyperkeratotic scale, on the left central lateral neck and moderate in severity which has been present for 1 week and mild erythema distributed on the right and left lateral inferior chest. Consumer was diagnosed, additionally, with actinic keratosis and irritant contact dermatitis with unspecified cause and recommended to continue hydroquinone cream, schedule a separate appointment for cryotherapy, avoiding harsh chemicals, prolonged water exposure and wearing gloves and applying moisturizers regularly to reduce irritation. The consumer was advised by dermatologist to use hydrocortisone cream 2.5 percent twice a day for one to two weeks as needed for irritation and follow-up in two weeks. Consumer reported that due to the persistence of the condition, he also has a third appointment scheduled with a specialist to evaluate potential laser treatment to accelerate resolution of the hyperpigmentation. This is two of two medwatches being submitted as two devices were involved in this event. See medwatches 8041154-2025-00015 & amp. The same patient is represented in each medwatch.